Event description:
Nurse was called by pt to observe IV site. Nurse noticed that cath was loose, only part of it remained on the hub. Stat x-ray revealed part of catheter was inside of pt. Emergency surgery - cut down on pt's left wrist. Foreign body was removed.